Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that upon requesting a bolus, the customer entered the blood glucose (bg) value but forgot to enter the carbohydrates value. The customer did not deliver the bolus request. The customer's blood glucose level was 129 mg/dl. As the customer was a new pump user, the customer was unsure of the buttons that were pressed upon, and received a minimum fill message. Reportedly, the customer was unsure of the amount of insulin available in the cartridge or how much insulin had been used to fill the cartridge. The customer confirmed clinical diabetes specialist would be consulted regarding assistance with the load process. In addition, it was confirmed that the customer has insulin pens available for diabetes management.